Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation and imaging systems were not communicating after a spin was taken. The imaging system was unable to achieve a green line of communication and issue was noted. Rebooting resolved the reported issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.